Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the sensing on the right ventricular (rv) lead was higher through the analyzer than the implantable cardioverter defibrillator (ICD). The following day the physician decided to reposition the rv lead. The lead was repositioned and sensing was good through the analyzer but when reconnected to the ICD the sensing was decreased. Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.